Manufacturer narrative:
Sensor 3mh002ln74r has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Inspected the plug assembly, no issues were observed. The sensor was reprogrammed and attempted to activate and the sensor went back to 6. The sensor was de-cased and observed corrosion on the printed circuit board. After cleaning the pcb and replacing the battery with a known good battery, the sensor was reprogrammed and attempted to activate to perform linearity test. The sensor went back to sensor state 6. An extended investigation was also performed on the returned sensor. A second visual inspection on the returned sensor pcba and observed corrosion which was caused by liquid ingress. The corrosion was cleaned from the pcba. The battery was replaced with known good. The sensor was reprogrammed and activated. The sensor still went to state 6. Adc was therefore unable to perform further testing related to the high readings issue reported by the customer due to the sensor continually going to state 6 caused by the corrosion. Section h6 (investigation findings) code 4247 (appropriate term/code not available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.